Event description:
On (B)(6), 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient noted the reported meter displayed the battery indicator symbol despite battery replacement; she was unable to test her blood glucose levels. The patient took no actions due to the meter power issue. On an unspecified date afterwards, the patient experienced the symptoms of sweating and weakness. She did not seek any medical attention or treatment. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient had correctly replaced the meter's battery. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Dob: (B)(6). Weight: (B)(6). 510k#: k082513.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as battery incorrect. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The pt contacted animas alleging that the pump was not responding to down arrow button presses. The reporter claimed that the button was no longer springing back, but was clicking as usual. The keypad was also reportedly peeling by the ok button. The pt denied that the device was exposed to moisture.